Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> examination of the submitted cutting guide finds one of the two saw captures is broken and separated from the instrument body. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Investigation summary: examination of the submitted cutting guide finds one of the two saw captures is broken and separated from the instrument body. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patellar cutting guide was found during clean up. Did not impact case.